Event description:
N/a.

Manufacturer narrative:
Additional information received: question: for our documentation, can you please advise why there was a delay in submitting the medwatch forms for the various primatrix complaints reported in november of 2023. Some complaints date back as far as 2019, but all complaints were reported at the same time in november 2023. Was this due to the recall? Answer: "yes. This was due to the integra recall." FDA recall number: res# 92481

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h9, h11. The primatrix (ID (B)(4) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the probable causes for this event are device was not cut to desired size for intended use, hydration of the device was not adequate, device does not cover wound bed, device not secured to wound bed, and lack of/incorrectly applied secondary dressing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch #mw5148663. This is linked to mfg report numbers 3004170064-2024-00010 and 3004170064-2024-00002. (2020) "patient presents for initial wound care visit regarding an ulcer on her right foot. It has been present for approximately 6 weeks-she does not know the cause of the sore. Patient non-compliant with not bearing weight. Family is "milking" ulcer.graft #1 - primatrix graft #1 placed. Graft lot#:1912024. Patient presented for follow up of right medial / plantar foot ulcer her original wound measures fairly stable to marginally increased today- the small opening more proximal on the medial heel has resolved. Graft #2 placed with graft lot#: 2003022- no new inflammatory/infection signs documented. Will use collagen this week because no graft available. Drainage is improved. Opening more posteriorly - medial heel- no drainage today- resolved. Patient here for follow up of right medial / plantar foot ulcer. Her original wound measures improved today. The small opening more proximal on the medial heel has resolved. She has been approved for primatrix graft - she has had 2 prior grafts. Graft is available today so we will place. Will place primatrix # 3 today with graft lot#: 2003022. It seems to be closing in. Drainage is improved. No graft is available today so we will use collagen. (2021) her original wound measures improved today. She has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site - I have asked her not to scratch or pick at this area. Patient presented for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. No graft was available last week so we used biostep collagen. She thinks this has worked as well as anything - so we will continue for now. She has some periwound irritation and peeling skin more proximally on the ankle - will use triamcinolone/ zinc paste at this site. I have asked her not to scratch or pick at this area. Patient here for follow up of right medial / plantar foot ulcer. Her original wound measures sl larger today. - the small opening more proximal on the medial heel has resolved. She has transitioned to regular shoes and today is wearing crocs - we discussed consideration of custom diabetic shoes which in the past she has been opposed to, however recently she agreed - unfortunately, she is still wearing the crocs and I can see an area where she seems to be getting some friction- I have asked her again to try to avoid pressure and friction to this site = advised soft soled shoes with good cushion and stretch until she gets her custom diabetic shoes. Recently no graft has been available, so we have been using biostep collagen last week changed to medihoney. I want to try stimulen collagen powder this week-we will order for her. She has some periwound. Irritation and peeling skin more proximally on the ankle. I have asked her not to scratch or pick at this area. She has aquaphor she will use to this site. Wound measures sl improved today." "Graft #2 placed with graft lot#: 2003022- no new inflammatory/infection signs documented. Will use collagen this week because no graft available. Drainage is improved. Opening more posteriorly - medial heel- no drainage today- resolved. Patient here for follow up of right medial / plantar foot ulcer. Her original wound measures improved today. The small opening more proximal on the medial heel has resolved. She has been approved for primatrix graft - she has had 2 prior grafts." Placement date - (B)(6) 2020. Patient health effect - there is a portion on the plantar edge of the wound that is not adhered - have been treating with debridement and silver nitrate, still this remains problematic. - have used primatrix graft x 2. Drainage improvement . Treatment- collagen used- graft not aval.